Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number investigation did not show issues related to complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device jammed during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73l1400126 investigation did not show issues related to the complaint.

Event description:
Alleged event: the device jammed during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w 6/box was received used, opened without original package, lot # was not confirmed, stapler was received with 4 remaining staples. During visual inspection the mechanism of springing from pawl and trigger is broken, in addition bottom, cover block & post from trigger components are broken, no stuck staple in the tip of the cartridge. Failure mode jamming was confirmed with sample received during visual inspection, for more information see pictures. Functional inspection: despite the sample condition (post from trigger, bottom, cover block & the mechanism of springing from pawl components are broken) stapler was activated and during activation trigger component was jamming. Although; from the samples received, it was observed the defect reported by the customer jamming during functional testing, the root cause for this issue is considered unknown, since the components are broken. Therefore; a corrective action cannot be established due to the sample condition. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the device jammed during use. The patient's condition was reported as fine.